Event description:
Further information was received that the patient underwent full revision (replacement of the lead and generator). The device was disabled by the patient¿s neurologist prior to the replacement surgery as a result of the high impedance. During replacement surgery, the surgeon revealed that the lead was torqued and instead of running perpendicular with the nerve, the lead was horizontal and pulling on the nerve. It was noted to be twisted and puling at a 90 degree angle. Further information was received that the cause of the lead being torqued and pulling on the nerve was inappropriate pledget placement. No intervention other than device replacement were noted for the lead being torque and pulling on the nerve. The device replacement was noted to be both for patient comfort and to preclude a serious injury. The explanted products have not been received by product analysis to date.

Event description:
Patient presented with high lead impedance. The device was disabled and the patient was referred for a replacement of the lead and generator. No known surgical intervention has occurred to date. No other relevant information has been received to date.